Event description:
It was reported that bilateral arteriotomy closure of a femoral unspecified access site was attempted using a prostyle device after percutaneous coronary interventional procedure. Reportedly, during deployment, the suture (string) was not present when the plunger was removed (a cuff miss occurred) with two prostyle devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.